Manufacturer narrative:
Additional information: approximately 11 months post index procedure and 3 months post revascularization, the proximal and mid left sfa were also treated with an inpact admiral dcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the revascularization procedure took place 12 days post event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two in.pact admiral dcb were used to treat the left prox, mid and distal sfa. During a revascularisation procedure, the patient was treated with an inpact admiral dcb. Approximately 11 months post procedure the patient suffered critical limb ischemia reported as probably related to the target lesion and was treated with a pta the same day. The event is resolved. The investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel.